Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 08/20/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: review of the black box revealed no activity outside of normal use and no evidence of ¿load step malfunction¿ was observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed ¿ez-prime¿ steps and was found to be able to load a full cartridge correctly. Force sensor calibration reading was within the specifications. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.